Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450, 14518-5c-aw rev e 03/16, checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 26.0 mmol/l (468 mg/dl) while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The received device was evaluated and found the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. The download data returned an 0x12 alarm. The pod was reset and rerun and was able to deliver a 5u bolus without abnormalities; the alarm was not replicated and the root cause for this alarm could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.